Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and operating currents measurement were normal. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked display window corner.